Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that separate alerts were received via remote transmission for high, high voltage lead impedance but no recorded measurements of the impedance was noted on the trend. Patient later initiated transmission, and hvli measurements were noted and observed to be normal.